Manufacturer narrative:
The unit was returned for investigation but the reported failure could not be duplicated. For this device, this is the first reported failure of its kind. The unit was powered on and gas was applied. Device check registered as 'ok'. A tubeset was attached to the artificial abdomen. A basic function test was conducted and the unit performed to specifications. An overpressure test and venting valve test was conducted and the unit performed to specifications. Burn-in testing started at 10:50am (B)(4) and continued until 8:00am on (B)(4) with no abnormal behavior and w/o shutting off. Possible root causes are as follows: non-conforming low pressure unit (lpu), unit past calibration due date. Possible root cause 1 can be eliminated based on unit conforming to specification. Unit being past its calibration due date is the potential root cause. In sum, the unit was returned for investigation but the reported failure could not be duplicated. The reported failure will be monitored for future reoccurrence.

Event description:
It was reported that the unit would periodically shut down.